Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed the speaker failure and replaced part ((B)(4) speaker assembly) to resolve the issue. A good faith effort (gfe) sent confirmed the device was completely out of sound, and a speaker malfunction inop was displayed and that the x3 was connected to a host bedside monitor. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.